Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument arced, an investigation is being conducted to determine the root cause of the event. Based on the available information, the probable root cause is mishandling and misuse based on the report of the tip cover was not installed prior to use. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The system logs revealed that the mcs instrument was used in subsequent procedures and no complaints were made against the product. The mcs instrument was used till 1 use remaining as of 29-jun-2023.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a resident physician and a newly trained staff was using a monopolar curved scissor instrument without the tip cover installed prior to use. The arcing was noticed right away. This caused burn injury to the small bowel. The site was oversewn. The procedure was completed as planned. The patient was reported to be doing well and with no post-operative complications. The instrument was inspected prior to use and no unusual findings or damage was observed. The instrument was inspected after use and no damage was seen due to arcing event. The instrument will not be returned for evaluation. To prevent recurrence, the hospital is doing due diligence reviewing robotic trainings and further develop infrastructure for resident physicians and nurses.